Event description:
The caller reported a malfunction on their pump, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue returned, and they acknowledged and understood this guidance.